Event description:
When rt did rounds on the patient, noticed a burning plastic smell, felt the comfort flow circuit it was extremely hot to the touch, the water in the column was also very hot, rt noticed that the temp probe had become disconnected to the water column, rt immediately disconnected the circuit from the baby's cannula. The cannula was not hot and the point at which the cannula and circuit were connected was not hot. Rt changed the circuit due to the problem, reconnected all probes, placed back on infant. Rt left the heater off for approx 1 hour so, that it could cool down. Heater / humidifier did not alarm at overtemp when sensor was disconnected at water column. Device was removed from service and evaluated to confirm malfunction. Device did not alarm on overtemp.